Event description:
It was reported that the pump had a motor failure issue. It was showing error code 1871 when priming and 1870 when running, which are motor related errors. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Ran the pump with a primed administration set to see if there was an error that occurred, and the reported problem was duplicated. The cause of the issue was found to be a defective motor and optical sensor. The tests weren't completed as the customer rejected the repair quote and requested the unit to be decommissioned.